Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection found no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed, and the flow rate was found to be within the specification range of the product. The reported problem was unable to be verified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (Therapy dates) - the event occurred from (B)(6). Initial reporter - phone number: (B)(6). The device has been received and the evaluation is in progress. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The total solution volume was 120 ml. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor experienced an underinfusion. The reporter stated that the device was filled with 2400 mg of fluorouracil in 72 ml of sodium chloride. The expected flow rate was 2.5ml per hour. The patient returned to the hospital 46 hours after the device was connected for infusion and it was identified that a maximum of 20 ml of the solution had been delivered by that time. The flow restrictor had been placed at the patient¿s body, 20 cm above the folfusor¿s body/housing. The reporter stated that the device was not stored at a low temperature and the port was not blocked at the beginning of the infusion. There was no patient injury or medical intervention reported. No additional information is available.